Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, two 26mm sapien 3 valves were implanted during the procedure. Pod6 the patient was noted to be in recovery. Additional information has been requested.

Manufacturer narrative:
Additional information obtained clarified that only one valve was implanted. The loader cap was retracted prior to the valve being inserted into the sheath and the operator was unable to reposition the loader cap to cover the valve, therefore, the first valve that was crimped never entered the patient¿s body. A second valve was opened and implanted in the intended position, resulting in no valve regurgitation. There was no implication to the patient¿s status from opening a second valve. As such this MDR was reported in error and a corrected supplemental report is being submitted.